Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) in order to troubleshoot the device.

Manufacturer narrative:
This report is submitted on september 28, 2022.